Event description:
Revision left knee arthroplasty performed 2001. Follow-up radiographs reveal disengagement and medial migration of tibial locking bar component. Due to pain from impingment, revision was performed later in 2001, to replace locking bar component.